Manufacturer narrative:
(B)(4). One used set with no cap on spike (loose in pouch) and no cap on patient connector in reference to damaged was received. Set was rinsed with 1:10 bleach solution for disinfecting. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. Set was visually inspected and noted that the tip of the spike was bent slightly inward. No other visual defects were noted. The complaint was confirmed in the lab for damaged.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The root cause was undetermined.

Event description:
This is an international report where a bend was found in the spike of the transfer set, during connection, due to mis-spike during connection. There was no patient injury or medical intervention reported. There was patient involvement.